Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator. The reason for the call was the patient stated they need an ID card to get an MRI of their back. Patient stated they have had several back surgeries and failed back surgeries so they ended up getting a spinal cord stimulator to help with the pain which isn't helping at all. Patient mentioned they have never had much results with the stimulator and they keep trying different programs but it works so little that when the battery is dead they can't even tell if it's on or off. Patient mentioned they will try to have the ins reprogrammed again and see if it works. Patient stated that they were implanted a pain stim years ago and was replaced with the current one but both would not really work for the patient. When asked the event date patient was not specific with their responses all they would say was that it never really worked for them. Patient was connected to patient registration services (prs) for their ID card request.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.